Manufacturer narrative:
Product analysis: part # 815-517 lot # bm09f021 visual examination confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with unknown indication for spinal therapy. Event occurred intra-op. It was reported that tip of driver was bent and torx shaft was reported to be broken. There was no patient involved in the event. No further complication was reported. This procedure was performed for screw and set screw removal. Both the devices are being returned. Update ; the end tip of the driver broke inside the screw, but the surgeon was able to remove it. The piece was discarded during surgery. It was a revision surgery. The device came in contact with the screw that was implanted in the patient. Patient and outcome of surgery were not affected. Update; the initial products were not mdt products. The manufacture is unknown. The patient was not involved in the sense that the instrument didn't touch the patient directly and the patient or the outcome of the surgery was not affected. The t25 driver bent, the t20 driver broke.